Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the PICC was opened and inserted without problems. After 48 hours, when handling the patient, verified that the catheter was loose. Broken in the suture wing portion. It was not during medication and wash. PICC was connected to the infusion bomb with flow of 1 ml/hr.